Event description:
Personnel were using only limb leads to monitor a non-cardiac pt. The device allegedly displayed asystole and a message indicating, ra, v1, and v3 leads were off. The reporter stated there were no adverse effects to the pt as a result of the alleged malfunction.